Event description:
The complaint was reported as: the customer alleges that the kit had extremely loose connectors at the wye connection piece. The alleged defect was discovered prior to pt use. No report of a pt injury.

Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The assembly process and mfg procedure of catalog number 19912-72 were reviewed and no findings related to the reported issue were found. The device history record (DHR) of batch number 02m1201948 has been reviewed and no issues or discrepancies were found related to this complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. The DHR shows that the product was assembled and inspected according to our specs. No corrective action can be established since the sample is not available to perform an investigation and determine the source of defect reported. This customer complaint can not be confirmed due to the lack of product sample to perform an investigation and determine the source of defect reported. If defective sample becomes available at a later date this complaint investigation will be re-opened.